Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was readmitted into the hospital for gi bleeding. The patient has a history of gi bleeding and was treated for arteriovenous malformations (avm's) that were found in the duodenum at that time. Per additional information received from the vad coordinator, an upper gi endoscopy was performed on the patient. It was reported that the melena associated to actively bleeding angiectasia in the 2nd/3rd portion of the duodenum (distal to ampulla) was successfully treated with epinephrine injection and apc coagulation with no bleeding at the completion of the examination. The patient remains ongoing.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.